Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient presenting at emergency room with a dislocated shoulder after a fall.

Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder dislocated. The patient implant was in-vivo for 8.7 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical forexamination. A review of the device history records (dhrs) showed no non-conforming material reports (ncmrs) associated with the main contributor component listed in the complaint. All parts met design and manufacturing specifications. The product complaint report (pcr) history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause of the shoulder dislocation was reported as a fall. The surgeonreported no issues associated with the explanted product.